Manufacturer narrative:
(B)(4). (B)(6). The field service specialist (fss) inspected the signature system and replaced network adapter, instrument manager, modified ethernet cable assembly and programmed hard drive. Fss recalibrated vacuums and re-enabled the fx handpiece feature. Fss performed the field service checklist, which the unit passed all functional tests and it was found to meet abbott medical optics specifications. All pertinent information available to abbott medical optics has been submitted.

Event description:
The surgery center reported that they turned the whitestar signature system on and it gave the safe state error (error 2011- error getting version strings from instrument host) at start up, they rebooted and received the same error. There was no patient involvement reported and no patient treatments delayed or cancelled.

Manufacturer narrative:
A record review was performed. A product deficiency review was performed and there is no product deficiency identified. A document and trending was reviewed. There is not a recognizable adverse trend. The risks and mitigations associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. A labeling review was conducted; the operator manual for the system was reviewed and found to include adequate instructions for use, warnings and operational errors. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
Correction: in initial report, the device manufacturer date provided (03/06/2009) was incorrect as the correct date of manufacture is 12/10/2008 and is included in section of this follow up report. All pertinent information available to abbott medical optics has been submitted .